Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the lead had no capture in all configurations. An x-ray was done, and the lead was found to be dislodged in the superior vena cava(svc). The lead was explanted and replaced. No patient complications have been reported as a result of this event.